Event description:
Three problems at the beginning of the dialysis treatment: high level in uf vessel, # 144 flow balance error and #145 uf rate vessel. Treatment was stopped and reinitiated on another machine. No harm to patient.